Event description:
A customer's mother reported via phone call indicating that the customer received a button error alarm from their insulin pump after jumping in the pool with the device. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had intermittent button response due to flattened act buttons dome switch. The insulin pump was received with traces of moisture at the remote frequency board per visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.